Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 20 bd micro-fine¿+ pen needles were unable to attach due to a loose cap. The following information was provided by the initial reporter: patient stated that the outer cover kept spinning and the pen needle could not be attached properly to the pen.

Event description:
It was reported that 20 bd micro-fine¿+ pen needles were unable to attach due to a loose cap. The following information was provided by the initial reporter: patient stated that the outer cover kept spinning and the pen needle could not be attached properly to the pen.

Manufacturer narrative:
H6: investigation summary four open 31g x 5mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320129. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on all four samples. A functionality test as per q-sop-183-dl was also carried out on all four samples and no issues were observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.